Manufacturer narrative:
Pt info was not offered by the initial reporter. Further attempts will be made for this info. There is no established expiration date for this device. Evaluation summary: the device was evaluated in the field. The technician found the failure to be related to a faulty drive-on-module component of the device. The component was replaced and the device was functional thereafter. The user reported that there was a 60 minute delay in the procedure due to the malfunction, but no adverse consequences were reported. This is not a single-use device.

Event description:
Per the initial reporter, in operating room (B) (6), the switchpoint infinity 2 froze during final preparation of the room. The user rebooted the router and obtained an error message. As reported, no video backup signals were obtained. During the malfunction, a pt was on the table and lightly sedated being prepped for a procedure. After directly connecting the endocamera to the monitors, the case was able to be started. According to the initial reporter, the case was completed successfully with no adverse consequences. As reported, the case was delayed for approx 60 minutes.